Event description:
Boston scientific received information that this right atrial (ra) lead exhibited gradually increasing pacing impedance measurements over the last year. It was reported that measurements increased from 880 ohms a year ago to 1,420 ohms six months ago to now 2,140 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.